Manufacturer narrative:
(B)(4). No lot number was provided and therefore no review could be performed. No sample was returned for evaluation or lot number provided. Based on the available information, the complaint could not be confirmed and no cause identified. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
When attempting the first io the user stated that he/she did not realize that the outer catheter had come off with the safety cover and drilled with the needle only. A second attempt to insert and io was made with the whole needle and once it was in the user was not able to unscrew it while holding down the flange but the needle pulled out of the tibia. Another paramedic successfully inserted an io in the humeral site. There were no patient consequences.

Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. The manufacturer will continue to monitor and trend related events. The manufacturer will continue to monitor and trend related events.

Event description:
When attempting the first io the user stated that he/she did not realize that the outer catheter had come off with the safety cover and drilled with the needle only. A second attempt to insert and io was made with the whole needle and once it was in the user was not able to unscrew it while holding down the flange but the needle pulled out of the tibia. Another paramedic successfully inserted an io in the humeral site. There were no patient consequences.